Event description:
Patient (pt) arrived at the hospital on (B)(6) 2024 with right heart failure symptoms requiring 3 inotropes. Inr on admission 3.5. Inr goal 2 to 3. Pt inr ranged 1.6 to 4.2 over last 3 months. Pt not compliant with weekly inr checks. (B)(6) CT with minimal biodebris of the outflow cannula with no significant narrowing of the outflow graft. Hemolysis noted with loh 1,984, t-bili 5.4, ast 1928, alt 1,063. Inr 5.7 on (B)(6). Lvad flows and powers increased to 5s from normal flows of 4s and powers of 3s. Speed echo study without change in function of heart chamber size with increase of speed. On (B)(6) 2024 patient heartmate 3 exchanged for heartmate 3. No narrowing of grafts noted. Debris noted in removed pump.